Event description:
The manufacturer received information alleging,shortness of breath.water does not disperse,filter dirty,headache that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath. Water does not disperse, filter dirty, headache related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Unknown white and black contamination at the air inlet of the blower box, unknown white contamination in the iso port, dust-like contamination in the top of the blower box, blower motor, blower motor seal, dust-like contamination on the top of the blower motor, potential mineral deposit spots on the bottom of the blower motor indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box indicating potential water ingress, tiny unknown black and white specks of contamination on the bottom of the blower box, unknown black and brown specks of contamination in the bottom enclosure was observed. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.